Manufacturer narrative:
(B)(4). Batch #: t94z4e. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to continue the surgery. There was no patient consequence reported. No additional information can be provided.